Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "technician requesting recommendations on power injecting a patient's 4f single lumen powerpicc ((B)(4)). States they had a few instances when the power injector "pops off" the patient's powerpicc when performing a power injection of CT contrast. They are not sure if they are doing something wrong and believes this is user error. Also, requesting for someone to come in and perform another in service. States they are power injecting at a max flow rate of 3-4ml/sec." Ms&s response "discussed the powerpicc IFU. Inquired if they are removing the needleless connector prior to power injecting. Customer states she is unsure. Customer states they are attaching a 10ml normal saline syringe, aspirating blood and then flushing 10ml of normal saline. Inquired if they are warming the CT contrast to body temperature. Customer states they are warming the CT contrast" additional info. Received 09/23/2021: "there was nothing wrong with the kit or the power PICC. The radiology staff does not have a lot of training regarding the power injector and power piccs. Nursing access the power PICC for us. Since we were having issues with the tubing not staying in tact from injector to port I just wanted to verify the mls per second and see if you offered any type of training." "I didn¿t report a complaint and there was no harm to the patient. I was looking for educational information for myself and my staff."